Manufacturer narrative:
Additional information: a.4. Weight and weight units added 65 and kgs, respectively. Corrected information: b.6. Relevant tests and lab data changed from "unknown" to "on (B)(6) 2016, reintervention was performed on target lesion. On (B)(6) 2016, dus imaging indicated patency and core lab analysis of dus imaging on (B)(6) 2016 confirmed patency." B.7. Other relevant history changed from "although requested, the patient weight is not available." To "past medical history includes: type ii diabetes, dyslipidemia, hypertension, congestive heart failure (chf), coronary artery disease (cad), valvular heart disease, ischemic cardiomyopathy, bradycardia, left bundle branch block (lbbb), left carotid endart, left popliteal angioplasty, right carotid disease, coronary artery bypass grafts (cabgs), aortic valve replacement (avr), renal failure, bleeding disorder, thrombocytopenia, anemia, unknown rutherford class in left leg." G.1. MDR contact person was changed from "(B)(6)" g.1. Email address for MDR contact person was changed from "(B)(6)". G.2. Phone number for MDR contact person was changed from (B)(6)". H.6. Eval cod & desc - method codes "3331 and 4110" were removed. H3 analysis: the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. A lot history review and a device history record (DHR) review were unable to be performed, because the lot and catalog number was unable to be obtained from the facility. Conclusion: the actual sample was not received for evaluation. The product identifiers (lot and catalog number) were unable to be obtained from the user facility. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Approximately 10 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00039.

Manufacturer narrative:
Corrected information: the event description was changed from: "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00039." To "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Approximately 10 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00039." (B)(4). Analysis was changed from two samples to one sample. Conclusion the conclusion was changed to reflect that there was only one sample. Analysis: the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. A lot history review and a device history record (DHR) review were unable to be performed, because the lot and catalog number was unable to be obtained from the facility. Conclusion: the actual sample was not received for evaluation. The product identifiers (lot and catalog number) were unable to be obtained from the user facility. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Approximately 10 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00039.

Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review and a device history record (DHR) review were unable to be performed, because the lot and catalog numbers were unable to be obtained from the facility. Conclusion: the actual samples were not received for evaluation. The product identifiers (lot and catalog number) were unable to be obtained from the user facility. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00039.